Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported under infusion, which was not reproduced. Evaluation confirmed the reported symptom through componenet causality of the upper and lower valve and finger travel, which were found out of specification. The unit was calibrated to correct this condition.

Event description:
It was reported that a spectrum pump was under infusing during biomed testing. It was also reported there was no patient injury.